Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump had experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device is currently in the process of being evaluated. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.